Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that charging everyday was taking more time per week. The patient stated that lining up the device to charge would take even more time. The patient mentioned that it was time to remove their stimulator. No patient symptoms were reported and there were no complications. Indication for use is unknown.